Event description:
It was reported that, pt said that he has had pain in his groin to his buttocks area for a year. He mentioned that he does not know if this pain is part of the healing process. He said that he will do blood tests this week.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abdii. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.